Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: the device was not returned for evaluation. The investigation is inconclusive for the reported balloon rupture. The definitive root cause for the reported balloon rupture could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 12/2022), the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure of calcified lesion in the common femoral artery and superficial femoral artery via contralateral approach, resistance was felt during advancing the catheter, and contrast medium leakage was found during inflation. Then rupture was found after removing the catheter and another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (12/2022).

Event description:
It was reported that during an angioplasty procedure of a highly calcified target legion in the superficial femoral artery via contra lateral approach, the pta balloon allegedly ruptured. The procedure was completed with using another device. There was no reported patient injury.